Event description:
It was reported that an ilet user experienced alternating hyperglycemia and hypoglycemia after a full supply change, with a sensor-reported high of 401 mg/dl followed by lows to 56 mg/dl, during which the ilet delivered approximately 157 units of insulin over two days and the user made an additional small meal announcement when glucose was elevated. Symptoms included near unresponsiveness, shortness of breath, confusion, and auditory disturbances consistent with severe hypoglycemia. Outcomes included treatment with a gvoke glucagon injection for the first low and oral carbohydrate for a subsequent low, after which the user discontinued the ilet and initiated tresiba with a plan to reconnect later. Investigation included troubleshooting and education, and the case was assigned for additional training. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear given the reported insulin delivery pattern, sensor-reported extremes, and user inputs. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.